Event description:
On 2/4/2000 pt was admitted to the hosp following a motor vehicle crash with an open fracture of the right tibia. Open reduction with internal fixation of the right tibia with placement of a compression plate was performed. On 3/28/2000 pt contacted surgeon's office with report of pain in right leg following a sudden, jerking movement while pt was in bed. On 3/30/2000 pt had diagnostic office visit which revealed breakage of plate. On 3/31/2000 pt admitted with fractured right tibia with breakage of the plate which required revision surgery to remove and replace.